Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 1000mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin and intravenous fluids. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.